Manufacturer narrative:
Additional information was received that the infection was non-device related.

Event description:
A report was received that the patient had a skin breakdown and infection at the pocket site. Symptoms include clear drainage for sacral wound, and a non-erythematous sinus tract just to the right of the lead site and left of the ipg site. The patient¿s wound was cleaned out including the inside of the tract, and antibiotics were prescribed. The patient was determined to have no sign of infection near the ipg or lead site.

Event description:
A report was received that the patient had a skin breakdown and infection at the pocket site. Symptoms include clear drainage for sacral wound, and a non-erythematous sinus tract just to the right of the lead site and left of the ipg site. The patient¿s wound was cleaned out including the inside of the tract, and antibiotics were prescribed. The patient was determined to have no sign of infection near the ipg or lead site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.